Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands were misaligned and twisted, and the third band could not be deployed by outward extrusion. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached. Also, the ligator housing teeth and the suture hole were in good condition. Additionally, the handle had marks of trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned device did not identify any evidence of either the alleged problems or defects which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands were misaligned and twisted, and the third band could not be deployed by outward extrusion. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.